Event description:
It was reported that a stent damage was occurred. A promus element stent delivery system (sds) was then advanced to the lesion but it could not be deployed. It seems that both ends of the stent have splayed out.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a stent damage was occurred. A promus element stent delivery system (sds) was then advanced to the lesion but it could not be deployed. It seems that both ends of the stent have splayed out.

Manufacturer narrative:
Device evaluated by MFR.:returned for analysis was a detached stent only. A visual and microscopic examination found that the stent was unexpanded and was kinked in its midsection. The stent struts were flared at both ends due to "dogboning" where a minor positive pressure has been applied to the balloon causing the stent to flare at both ends. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage was occurred. A promus element stent delivery system (sds) was then advanced to the lesion but it could not be deployed. It seems that both ends of the stent have splayed out.